Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 225cc saline prosthesis, catalog #3501630, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 225cc saline prosthesis. On (B)(6) 2018 the patient suspected right sided deflation. On (B)(6) 2018 right sided deflation was confirmed by a physician examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 7/2/2019. When the device was explanted, it was replaced with a mentor smooth round moderate profile 250cc saline prosthesis. The investigation of the returned device was completed by the failure analysis lab on 7/21/2019. Device evaluation summary: according to the information provided a deflation on the breast saline implant was reported. During evaluation of the sample some crease were observed on the anterior view. Leak testing revealed a tear on the anterior view measuring approximately 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The device was explanted on (B)(6) 2019. 2. Is other serious-uncheck. 2. Is required intervention-check. Manufacturer¿s reference number: (B)(4).